Manufacturer narrative:
(B)(4). Baxter medical assessment: discoloration of a portion of the delivered floseal matrix suggests contamination with some sort of particulate matter existing within the cannula of the applicator. The nature of the particulate matter needs to be identified to determine what if any patient impact exists should the contamination be present in a device used in the clinical setting. The remaining applicators from the same lot need to be returned to quality for inspection and further steps determined. (B)(4). A follow-up report will be submitted following evaluation of companion samples.

Event description:
Additional information received from the reporter on 11-oct-2010: the complaint sample was being used for the first time when the discoloration of product was observed. The sample had been removed from a sealed individual tray just prior to use. The discolored floseal was only observed with one floseal endoscopic applicator unit. Additional information received from the reporter on 19-oct-2010: both swabs used to swab the actual device when the discolored floseal was initially observed are no longer available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample was received at baxter (B)(4), but not evaluated as the device is meant for one-time use and was previously used. Based on a picture of the q-tips provided by the customer, the reported issue was confirmed. Seven companion samples were evaluated using the swab test performed at receiving & inspection (r&I); all inspected samples were found to be free of particulates. Component traceability showed that applicator sleeve lots r1518449 and r1516501, which were reworked from applicator sleeve lot w1451875, were released as final lot 10e040 (reported lot). Lot w1451875 was received at the manufacturing facility in january 2010; (B)(4). The baxter manufacturing facility also increased the number of inspected units per lot during r&I from 50 to 80 for the next ten consecutive supplier sleeve lot numbers. All inspected samples within the next ten consecutive sleeve lot numbers received at the manufacturing facility passed r&I inspection. Lot w1451875 was reworked as lots r1518449 and r1516501, which were returned to (B)(4) in april 2010. Some 80 units from each received lot were inspected; all units passed inspection. Lots r1518449 and r1516501 were released as lot 10e040 in may 2010. A batch review indicated that there were no issues during the manufacturing of lot 10e040. The root cause for this issue cannot be identified. The investigation suggests that the baxter manufacturing process could not have contributed to this complaint. Nonetheless, baxter has implemented corrective actions in response to this report. A 100% inspection has been added to the manufacturing process. In addition, lot 10e040 has been placed on hold (B)(4). The baxter manufacturing facility concluded that this complaint is an isolated incident. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.

Event description:
On (B)(6) a baxter r&d engineer was demonstrating the function of a floseal endoscopic applicator (product ref # 1500181, lot number: 10e040 (B)(4)) to another engineer in (B)(4) and noticed some discoloration of the initial ~1cm of floseal as it was dispensed from the distal tip. A released 10ml floseal kit was used but the lot number was not recorded and the discolored floseal sample was not retained. IFU was followed for preparation of the floseal and use of the applicator was followed prior to noticing the discolored floseal. The applicator sample that produced the discoloration was retained and is located in the above lab, however it was flushed of residual floseal with clean water and then used in an (B)(4) study (B)(4). Prior to being placed in the chamber, a "swab test" was performed (a cotton q-tip inserted into the distal end, moved back and forth, and then pulled out to examine for discoloration/contamination). According to the engineer, there is significant discoloration of the cotton tip, implying the inner diameter of the cannula was not sufficiently clean. Swab tests were done on further samples from the same 6-pack box prior to any floseal being used and they showed similar discoloration. A 6-pack box of unopened applicators from the same released lot is located in our lab and can be sent if there is a need.